Event description:
An endurant stent graft aortic cuff was implanted prophylactically in a patient during an endovascular treatment for a type ii endoleak. The patient had been lost to follow up. Approximately four years and two months post index procedure, a CT revealed that the patient had a likely proximal type I endoleak with a seal zone regression of a couple of millimeters. The physician determined the proximal type I endoleak to be due to progressive proximal aortic neck dilatation. The aneurysm measured 13 cm in diameter. The physician elected to implant an endurant ii aortic stent graft cuff. It was reported that during the secondary procedure, 20fr sentrant sheath was advanced through a previously deployed bare metal stent however unable to be advanced to intended location. The physician elected to remove the 20fr sentrant sheath and modified the catheter, cutting off a portion of the catheter. The 20fr sentrant sheath was reinserted in to the patient and the endurant aortic cuff delivery system and a flush catheter were advanced to the intended landing zone. The physician stated that during delivery of the endurant aortic cuff there was extreme drag, a few stent rings were exposed however when the physician attempted to deploy the rest of the endurant aortic cuff the inner member of delivery system moved forward and the outer sheath would not retract. The partially deployed endurant aortic cuff was brought down to the iliac artery. The physician then performed an additional incision to expose the external iliac artery removing the 20fr sentrant sheath, and the partially deployed endurant stent graft system. During removal, the patient¿s previously implanted bare metal stent was inadvertently removed with the delivery system. The physician elected to sew in conduit and an 18fr sheath was inserted and the new endurant aortic cuff was advanced and deployed with the flush catheter through the contra sheath. The 28mm aortic cuff was implanted distal to the superior mesenteric artery with bilateral periscopes to the renal arteries. Per the physician, the deployment event was related to the patient¿s anatomy, the previously deployed bare metal stent, and user technique. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the device was returned within an endovascular return kit. The catalog number on the piggy-back label and the lot number were verified from the returned paperwork. The device was returned bloodied with the stent graft partially deployed within the delivery system constricted inside a bare metal iliac stent. Upon inspection of the device, the external slider had been rotated 22mm from the home position. The thumbwheel was advance approximately 3mm. A sentrant device was returned over the graft cover and had been cut during the procedure with only 150mm of the sheath remaining. The distal end of the delivery system was returned with a portion of the patient¿s iliac, in addition, to what appears to be another manufacturer¿s expandable bare metal stent. The stent graft was partially deployed with the bare stent over the graft cover restricting deployment of the cuff. The graft cover had kinking/twisting from the edge of the graft cover all the way down to approximately 140mm consistent with removal difficulties. The tissue was pulled off the d delivery system to ensure that the bare stent was on the outside of the graft cover causing the restriction of the cuff deployment, which was confirmed. The complaint was confirmed; the positioning difficulty was most likely due to the bare metal stent, within the iliac artery, getting caught on the delivery system. From the device analysis, the bare stent and patient tissue was returned over the delivery system likely due to the combination of patient anatomy and the user¿s technique. The twisting/kinking on the graft cover was likely due to the user experiencing removal difficulties during the procedure.